Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the therapy had been off for a while now, since it is not longer needed. To prepare for an MRI, they need to recharge again but it did not work as usual. Possible over discharge. Patient services (ps) will call back this afternoon when caller, patient and devices are present. Ps called back and confirmed the issue was over discharged battery, prm was started and is working. Caller confirmed that therapy was stopped a long time ago and they just forgot to recharge the device, last recharge was in (B)(6) 2025 no current healthcare provider (hcp) since therapy was stopped a long time ago.